Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump was experiencing an intermittent power issue. There was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the black box data showed several reboots. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was observed in the battery compartment. The pump powered on normally during testing. The pump was exercised for 24 hours with no issues. The pump failed a leak test due to the battery compartment cracked. The pump cover was opened and moisture damage was observed on the printed circuit board and continuous glucose monitoring circuit.